Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. The head and cup were removed and replaced.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.